Event description:
The patient reported being hospitalized on (B)(6) 2025, for hyperglycemia after removing the pod, which had been worn for an unspecified duration. At the time of the event, the patient¿s dexcom g7 continuous glucose monitoring (cgm) displayed a blood glucose reading of 40 mg/dl, while a finger-stick measurement indicated 499 mg/dl. The patient stated that the controller displayed a message prompting a switch to manual mode. The patient was unable to provide details regarding the treatment received during hospitalization but reported being discharged three days later, on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.